Event description:
It was later reported the pump was replaced. "Everything went smooth and the patient is doing great!"

Event description:
It was reported that the patient wasn't getting the correct therapy. Patient experienced an increased spasticity and had been having withdrawals since (B)(6) 2013. The pump was alarming due to a low battery. The pump was 11 years old. The pump was infusing baclofen.

Manufacturer narrative:
Product ID 8709, lot# j10836r27, implanted: 2001-(B)(6), product type catheter. (B)(4).